Event description:
It was reported that the patient was found unresponsive and unable to talk, sitting in his chair at 4:00 p.m. The patient's blood glucose result was 121 mg/dl around 4:30 p.m. The patient's roommate thought the blood glucose result was too low for the patient. The patient was unable to self-treat. She called the nurse and was informed to feed the patient. The patient's roommate treated him with peanut butter jelly sandwich around 4:40 p.m. He started to feel better almost instantly. He continued to self-treat with a pepsi and popcorn. The paramedics were not called and the patient was not taken to the hospital.